Manufacturer narrative:
The device was received deployed. No kinks or bends were observed on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion or issues to deliver insulin. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. No blood was found on the device. Inspection of the formed needle, soft cannula, and bottom housing found no damages or deficiencies that would contribute to the reported infusion site event.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 18 mmol/l (324 mg/dl). The pod was worn between 1 and 4 hours on the abdomen. It was noted that the cannula was bent and blood was observed. Hyperglycemia treated with a new pod.